Event description:
It was reported the non-pre-loaded ar40m model intraocular lens (iol) was explanted from the patient¿s ocular dexter (right eye). The reason for the explant, replacement lens information, and patient status post-lens exchange are unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information unavailable. The best estimation date is between (B)(6) 2024 and (B)(6) 2024 (iol implant and complaint awareness dates). Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.